Event description:
It was reported to boston scientific corp that an ultraflex esophageal covered stent was used during an esophageal stenting procedure for a 4 cm stricture at the cardio-esophageal junction performed on (B)(6), 2009. According to the complainant, after the stent was partially deployed under fluoroscopic view, the deployment suture thread failed to completely release the stent. The doctor removed the stent and delivery system from the pt. The deployment suture thread was noted to be "torn". The physician did not think that the suture had caught on anything during the procedure. The procedure was completed with another ultraflex esophageal stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
(B)(4) - (stent, partially deployed). The complainant indicated that the device was disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).